Event description:
A malfunction alarm was reported, indicated by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.